Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the left hrsv monitor and ssc harness to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) received the replaced parts; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the technical support engineer (tse) that the right eye image on the surgeon console (ssc) high-resolution stereo viewer (hrsv) disappeared. The customer performed power cycle and hard power cycled the system, but the issue was not resolved. The surgeon used another da vinci system to complete the procedure. There was no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure conversion to another da vinci system did not result in increasing port size incision or adding additional ports. The procedure was completed with a da vinci si system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the hrsv monitor involved with this complaint to perform failure analysis. The hrsv monitor was analyzed but the reported failure could not be replicated. The monitor was installed on a test system and it started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues. The unit displayed good condition. The complaint was not confirmed based on the failure analysis. The ssc harness involved with this complaint has failure analysis (fa) testing still in progress.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The isi field service engineer (fse) replaced the surgeon side console (ssc) to resolve the reported issue. The ssc has been returned and evaluated by the failure analysis (fa) team and was confirmed and replicated. The fse had been working towards fixing an issue with the head tilt and mentioned the part needed for replacement (hrsv harness) was not available in stock and decided to return the entire ssc to solve the issue. During visual inspection, no issues were seen that would be related to the reported event. The ssc was paired with a golden vsc an psc and started up in normal mode with no issues. The head tilt was exercised and fa noticed the movement was delayed and not working properly. In the system logs, multiple 31054 ergo axis stalled errors were seen pointing to the hrsv tilt. As a result of these findings, failure analysis has concluded that the hrsv harness is the root cause of the reported issue. The complaint was confirmed based on the failure analysis. The root cause is attributed to electrical defect of the ssc.

Event description:
Refer to h11 for follow-up information.